Event description:
It was reported that the patient felt thoracic pain. Loss of rv capture and decreased sensing and impedance were observed. Echocardiogram revealed that the tip of the rv lead appeared outside the cardiac wall. The lead was explanted but will not be returned as the physician did not feel any further investigation was necessary.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.